Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that the battery of the cardiac resynchronization therapy defibrillator (crt-d) was depleting quickly and the estimated longevity did not meet expectations. The crt-d remains in use. No patient complications have been reported as a result of this event.